Event description:
Patient was revised to address medial loosening of the all-poly tibial component at the cement/bone interface. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
The devices associated with this report were not returned. The retained cement samples were conditioned and tested at an ambient temperature of 23 deg c. All handling and setting time results were reviewed and they are all within specification. The device history records were reviewed for the cement and found no non conformances on this batch. Final micro and sterility tests passed. A search of the complaint database found no additional reports for both of the reported part and lot number combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix c. Territory office communicated no additional information is available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed